Event description:
As reported by the user facility: reports the female end disconnected from the tubing of the huber needle while taxol was infusing. Reports chemo spill and delay in treatment while huber needle discontinued and new one placed. Additional information provided by the facility indicated, the patient suffered no adverse sequela associated with the incident.

Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. One used whin infusion set attached to an ultrasite valve was returned for evaluation. The tubing was separated from the female luer-lock adapter. There was a light evidence of solvent hazing on the tubing circumference of the tubing. Traces of solvent on the tubing indicated that the tubing was inserted all the way into the female ll adapter. The o.d. Of the tubing and the critical dimension of the female ll adapter assembly insertion area were measured per the applicable design specifications and found to be within specification. Although no inventory remained of the reported lot, the house retains for the reported lot were subjected to a pull test at the bonded joints using a tensile force tester. All samples exceeded the minimum joint separation design specifications and passed the joint integrity test. There are no other reports of this nature reported against this part or lot number.